Event description:
This report is being filed upon notification from our mr MFR in (B)(4) to submit this event that happened in (B)(6). Problem: pt has a mr exam. The pt was scanned with the sense body coil in the feet first position. A towel was used to separate the cable from the pt (1 cm distance). After the scan, the pt was found to have a large second degree burn on the left elbow with a 2 cm blister.

Manufacturer narrative:
(Conclusions) - it was stated that the cable touched the left arm of the pt during the scan. It was also mentioned that the coil cable was hot, but possible to touch. The heating was most likely caused by unwanted rf interference. The fact that insufficient distance was kept between coil/cables and pt with the cable touching the arm of the pt during scan, may have contributed to the burn. Although no visible damage was observed on the outside, the internal shielding of the coil may be damaged. Depending of the position of the coil and the pt this could lead to heating of the coil cable or elements and/or unwanted rf interference. Such interference is hard to predict because with rf interference many factors play a role. I.e., the position of the pt in the bore, the condition of the pt, the position of the coil in the bore, the position of the coil and cables related to the pt, the scan techniques used and etc. So the same coil may contribute to an rf burn in one examination, but will not lead to a burn in many other examinations on the same site. In this case most likely insufficient distance was kept between coil/cables and pt. The instruction for use already contains warnings related to coil and cable positioning.